Event description:
It was reported that the patient experienced a rash and has heard the pump alarming. The patient reported, that she is not experiencing any "withdrawal symptoms." The patient was traveling outside of the united states but planned to return to the us the following day. The hcp reported, that he replaced the pump due to "pump failure"; resolved with the pump replacement. No injury was reported.